Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device has not been returned as it remains implanted in the patient. Multiple attempts to obtain additional information such as operative details and patient history were made; however, the healthcare provider declined to provide any additional information due to patient privacy regulations. Attempts are ongoing. Edwards' product safety physician has contacted the surgeon on multiple occasions, discussed the case and provided relevant literature for reference. During the last follow-up, it was learned that the patient is doing fine after the intervention. Without patient history and procedure details, the root cause of this event cannot be conclusively determined. Acute bioprosthetic thrombosis immediately after aortic valve replacement is a rare complication, and its mechanisms and causes have not been fully understood.

Event description:
It was reported that patient underwent an aortic valve replacement with an edwards 2700tfx-25mm valve. Then, according to the initial reporter, "about 3 hours postop from a bentall procedure we emergently took a patient back for we thought was an mi due to a right coronary button issue. We reopened the aorta and found this fibrin type material all over the valve which had obstructed the r ostium." As indicated above, patient was brought back to operation, the aorta was re-opened, and the alleged fibrin material was removed. Upon further follow-up, the surgeon indicated, "what I had happen was a huge fibrinous thombus burden with coating of the aortic and ventricular sides of the valve leaflets. On the tee prior to re-exploration, the appearance of the thrombus would make you think he had an aortic dissection if you didn't know he had his root replaced. This appears to be a form of hyperacute rejection. Whether it's due to the bovine pericardium, sewing ring, anti-calcification treatment, is anybody's guess. He's doing well. Working on extubating him. I repeated a tee on sunday and it looked great." No additional information was provided.